Event description:
A peritoneal dialysis (pd) patient contact reported to (B)(6) customer service that the patient went to the hospital with fluid overload. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following drain complications during ccpd therapy on the liberty select cycler that led to fluid retention. The patient¿s pd catheter (not a (B)(6) product) was found in malposition and determined to be the source of drain complications during pd and led to their adverse event. The patient underwent a pd catheter revision during this hospitalization as they were able to continue ccpd on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home after an approximately week-long admission (date of discharge was unknown). It was reported that the patient¿s malposition of their pd catheter that led to fluid retention was not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home as before this event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".